Manufacturer narrative:
The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Upon review of the meter memory, the following results were measured on the day of the event: 6.2 inr at 20:17, 6.2 inr at 20:20, 6.1 inr at 20:35. This event occurred in (B)(6).

Event description:
The initial reporter stated that he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 8:15 p.m., a sample from this patient was tested using the meter, resulting with a value of 6.2 inr. The patient thought the result was incorrect, so he went to the hospital for testing. At 9:30 p.m., a venous sample from the patient was tested at the hospital using an unknown method, resulting with a value of 4.67 inr. The patient informed his doctor of the results. No adverse events were alleged to have occurred with the patient. The patient is feeling fine. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per week.